Event description:
During surgery, the doctor couldn't get the ring seated on the liner. The surgery was delayed approx. 35-40 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.